Event description:
It was reported that the handpiece did not work. The test showed low phase margin value (165). There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Eval summary: the handpiece was tested on a generator and was found to be functional. However, it no longer meets design specifications for frequency and phase margin. The handpiece was disassembled, a torn acoustic isolator was found in the instrument.